Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 20mm watchman flx closure device was selected to be used. During the procedure, the access to the laa was difficult and the quality of the echocardiogram images were very low. Before the physician released the closure device, low blood pressure was noticed, and echocardiography showed a pericardial effusion located on the right ventricle side. The operator decided to release the closure device even though the correct position or the compression rate of the closure device could not be confirmed. The patient was monitored by the anesthesiologist and quickly sent to surgery for further treatment, where 300cc of blood were removed. The patient stayed stable and will have a follow-up computed tomography.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 20mm watchman flx closure device was selected to be used. During the procedure, the access to the laa was difficult and the quality of the echocardiogram images were very low. Before the physician released the closure device, low blood pressure was noticed, and echocardiography showed a pericardial effusion located on the right ventricle side. The operator decided to release the closure device even though the correct position or the compression rate of the closure device could not be confirmed. The patient was monitored by the anesthesiologist and quickly sent to surgery for further treatment, where 300cc of blood were removed. The patient stayed stable and will have a follow-up computed tomography. It was further reported that the patient was already discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 20mm watchman flx closure device was selected to be used. During the procedure, the access to the laa was difficult and the quality of the echocardiogram images were very low. Before the physician released the closure device, low blood pressure was noticed, and echocardiography showed a pericardial effusion located on the right ventricle side. The operator decided to release the closure device even though the correct position or the compression rate of the closure device could not be confirmed. The patient was monitored by the anesthesiologist and quickly sent to surgery for further treatment, where 300cc of blood were removed. The patient stayed stable and will have a follow-up computed tomography. It was further reported that the patient was already discharged from the hospital.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.